Event description:
The customer observed falsely depressed alintiy I total b-hcg results for a 21-year-old female patient with irregular menstruation. The alintiy I total b-hcg result was <2.30 miu/ml. The customer was suspicious and manually diluted 3 times, the result was 5.11 miu/ml. The colloidal gold test was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The lot search review did not identify any increase in complaint activity for the issue of false negative results. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent was identified.

Event description:
The customer observed falsely depressed alintiy I total b-hcg results for a 21-year-old female patient with irregular menstruation. The alintiy I total b-hcg result was <2.30 miu/ml. The customer was suspicious and manually diluted 3 times, the result was 5.11 miu/ml. The colloidal gold test was positive. No impact to patient management was reported.